Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated that the arctic sun device was leaking water all over the floor and alerting patient line open & low flow. They added more water and device was still leaking and alerting. Confirmed they had another device available and advised to swap out leaking device. Send to biomed for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated that the arctic sun device was leaking water all over the floor and alerting patient line open & low flow . They added more water and device was still leaking and alerting. Confirmed they had another device available and advised to swap out leaking device. Send to biomed for evaluation.